Manufacturer narrative:
Pump received with minor scratched lcd window, loose drive support disk, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she received a loose drive support cap notification and wanted to replace her insulin pump. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.